Event description:
Discordant, falsely elevated potassium results were obtained on patient samples on the dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned the results. The patients were redrawn, the new samples were run, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data with the customer, the tsc specialist did not discover any instrument malfunction. It was discovered that the correct results had been obtained on the same instrument, so the tsc specialist discussed sample handling with the customer. The customer stated that they were using serum tubes, and the tubes were being spun for eight minutes. The tsc specialist informed them that serum tubes from that vendor specified that tubes be spun for ten minutes, and the customer needs to follow the vendor's specifications. If the samples are not spun for the appropriate amount of time, the potassium results may be elevated. The tsc specialist has sent the tube vendor specifications to the customer. The cause of the falsely elevated potassium result is user error. The instrument is performing according to specifications. No further evaluation of the device is required.